Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported an infection occurred and that lead vegetation was present. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.